Event description:
This customer reported that the shock button was not working. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4) : this customer reported that the shock button was not working. There was no report of pt involvement or negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.